Event description:
A malfunction alarm, identified by the code "malf 0," was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred, which the customer understood.